Event description:
It was reported that the customer was hospitalized with high blood sugars. Troubleshooting indicated the device was functioning properly. Recommended changing the infusion set with a new vial of insulin and rotating the insertion site.